Event description:
I began using the freestyle libre 3 cgm monitor on (B)(6) 2025 and have used them through today. I experienced dozens of low glucose warnings and at least a dozen urgent low glucose warnings, indicating a glucose level below 55. I began comparing cgm readings with bgm (finger stick) readings and have noted discrepancies of 20 to 40 points with the largest discrepancy being 56 points. I have 3 pages of spreadsheet data documenting comparisons and will provide them to you on request. I have already sent my data to abbott labs. In spite of the dozens of low glucose warnings received, based upon my bgm (finger stick) data and my lack of hypoglycemia symptoms, I don't believe my blood glucose level has ever gone below 80 during my period of wearing a libre 3 cgm sensor. I have telephoned libre 3 customer service 3 times and have contacted them several more times through their website. They have sent me 3 additional devices, but they don't seem to work any better. I believe I have eliminated any possibility of user error in applying the sensor and that the discrepancies are caused by a manufacturing problems. I have asked them for assistance and am waiting to hear. Patient code: 4582. Device codes: 1535, 2460. Referencing reports mw5184209, mw5184210, and mw5184211.